Manufacturer narrative:
This is one of two reports submitted for the same event. Please reference (B)(4). Complaint conclusion: the wire tip of a .018¿ 300cm straight sv-short peripheral steerable guidewires (pgw) broke off. They were able to retrieve the broken piece with a snare. There was no reported patient injury. The products were not resterilized. The patient is currently fine. As per the sales rep, ¿one of the vascular doctors has had an issue a few times with the sv-peripheral guidewire .018 x 300cm (503558x)¿. The products were not returned for analysis. The product was not returned for evaluation, therefore an analysis could not be performed. A product history record (phr) review of lot 35260431 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip-wires fractured-separated¿ could not be confirmed as the devices were not returned for evaluation. Procedural factors, such as operator technique, or vessel characteristics, although unknown, could have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the wire tip of a .018¿ 300cm straight sv-short peripheral steerable guidewires (pgw) broke off. They were able to retrieve the broken piece with a snare. There was no reported patient injury. The products were not resterilized. The patient is currently fine. The devices will not be returned for evaluation as they were discarded. As per the sales rep, ¿one of the vascular doctors has had an issue a few times with the sv-peripheral guidewire .018 x 300cm (503558x)¿.